Event description:
It was reported that the implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The issue was found to be resolved with no known intervention performed. There were no patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator/insertable cardiac monitor exhibited bluetooth telemetry loss. The issue was found to be resolved with no known intervention performed. There were no patient consequences reported.